Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had insufficient/low power. Therefore, the reported condition that the device was defective was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. The root cause of the locking mechanism being stiff/stuck was component failure from normal wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device had insufficient/low power, and the locking mechanism was stiff/stuck. It was further determined that the device failed pretest for check reverse locking mechanism with the oscillating saw attachment and check the power with the test bench. It was noted in the service order that the device was defective. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.